Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty cable could not be identified. The event can be prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing after an unspecified procedure, the 4k camera head relayed no image due to damaged cable. The patient was not under anesthesia; and the facility finished the procedure with the same device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus and the reported issue was confirmed. There was no image displayed due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.